Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, display window cover missing, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.7 mmol/l at the time of the incident. The customer reported chips on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.